Event description:
During instrument service, a beckman coulter field service engineer (fse) reported the vacuum system was not functioning properly during the rinse cycle and approximately thirty (30) drops of diluent leaked from the needle and onto the table, generating partial aspirations, involving the coulter hmx hematology analyzer with autoloader. The fse reported the customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The fse flushed the vacuum system and cleared the drain to resolve the issue. The instrument was returned to normal operation. The laboratory has an exposure control/risk management plan in place.

Manufacturer narrative:
The fse flushed the vacuum system and cleared the drain to resolve the issue. (B)(4).